Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their battery cap was damaged. The customer's blood glucose was over 600 mg/dl. The customer declined to troubleshoot for the high blood glucose and stated they have already treated. The customer stated the metal piece inside the battery cap was not touching the battery. Customer stated the damage was from normal wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer will be sent a replacement battery cap. Customer declined to return the product for analysis.